Event description:
The customer was not certain if her contour next ez meters were working correctly because she recently received blood glucose readings of 300,317,314 and 298mg/dl. She was concerned because she had recently been released from the hospital. She had gone to the ER and was treated with insulin. Further information regarding the incident was not provided. A new meter was sent to the customer.